Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reported that the pump shuts down. Additional information has been requested with no response to date.

Manufacturer narrative:
Based on additional information received from the customer the originally reported issue was incorrect. With the updated information, this is not a reportable malfunction. There will be no additional reports filed for this complaint.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer reports that the unit does not respond to keypad input and will not power up.